Event description:
Prior to a coronary artery stenting treatment procedure a shaft break occurred. While removing the 3.00 x 12 mm taxus express2 drug eluting stent form packaging a shaft kink was seen. While attempting to load the stent delivery system onto the guide wire a complete shaft break occurred. No patient complications were reported. The patient's status is reported as 'satisfactory/good,'